Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced 3-4 infusion sets cannula crimped events on (B)(6) 2024. The event occurred three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for 8 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.